Event description:
Pt three days post-op for a laparoscopic roux-en-y gastric bypass with a 120cm antecolic roux limb using a 25mm stapler and cholecystectomy. Approx 7 hours after discharge pt returned t0 emergency dept with chest pressure and vomiting. Pt underwent an emergency exploratory laparotomy and expired three hours later. Surgeon suspects that 25mm stapler failed along the bottom of the stomach.